Manufacturer narrative:
Eval summary - no sample was returned by the customer. The complaint history was reviewed for this lot and there were no other complaints reported. Review of the compounding and filling MFR's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to the product release. No sample was returned, therefore, no root cause can be determined at this time. Add'l info was requested on 03/03/2011. A completed questionaire from the consumer was received on 03/08/2011. (B)(4).

Event description:
A consumer reported two eye infections following the use of this product. She stated she went to the doctor and received a prescription and discontinued contact lens use. She noted after three weeks she experienced the same infection. On (B)(6) 2011, add'l info was received from the consumer stating at the beginning of (B)(6) 2011, she experienced an eye infection. She reported she went to the doctor and was prescribed two different antibiotics. She reported she discontinued contact lens use and her symptoms resolved. She stated she returned to contact lens use and 10 days later experienced another eye infection. She reported, she returned to the doctor and was diagnosed with a more severe infection. She noted she was prescribed an antibiotic drop and an anti-inflammatory suspension. She reported at this time her symptoms are continuing.